Event description:
It was reported that during an implant procedure, the implant of the left ventricular (lv) lead was not "successful." Follow-up was attempted, but no clarification could be obtained. A lv lead was not implanted. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.